Event description:
The problem occurred during treatment of an aortic aneurysm using a stent. After passing the sheath, the stent was separated from the balloon. The surgeon deployed the stent where it became lost. To date, there have been no clinical consequences.

Manufacturer narrative:
Atrium is in the process of obtaining additional information regarding the event. A f/u report shall be submitted upon completion of the evaluation.